Event description:
It was reported that during a total thyroidectomy procedure, the shears jaws were not closing completely, when the triggers were pressed. So, it was not possible to activate the cut and the coagulation. It was necessary to replace the shears by another one from the same model to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the jaws not closing completely. The device was functionally tested with a generator and during functional testing the jaws opened and closed without any issues but the generator did display an error code 5 (instrument error) due to the broken blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.